Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer uses apidra brand insulin which is off label. The customer changed supplies and resumed insulin therapy. However, occlusions continued and the customer reverted to an alternate method of insulin therapy.